Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 39286-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient saw a different healthcare professional (hcp) for different reasons and that it did not work at one time and she had to go to a different hcp to get it to work properly. Additional information was requested but was not available as of the date of this report.